Event description:
It was reported that while in the cath lab the md inserted the intra aortic balloon (iab) through the sheath via the left femoral with success. When initiating the zeroing of the fiberoptix sensor (fos), it was not recognized. The perfusionist was called into the cath lab for the iab insertion and found that the iab was already inserted, but there were issues with the fos. As a result, a second catheter was inserted with a different console with success. No medical/surgical intervention was needed. There was a 5 minutes delay in therapy with no harm to the pt. There was no report of pt death, injury or complications. The pt outcome is the pt eventually was sent to the operating room for a bypass. After transferring the pt, the perfusionist initiated zeroing with the first catheter. The console did not recognize the fos catheter and would not progress to complete the zeroing. The perfusionist returned the console to the pump room and tried the process again with an outdated catheter from the office. The process was completed without any difficulty. When the perfusionist received the first fos catheter the same response occurred. Conclusion is an issue with the fos catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.